Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12908. It was reported that an asymptomatic patient presented remotely via merlin.net with myopotential over-sensing from their implantable cardioverter defibrillator and right ventricular lead. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.